Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient reported conducting an ¿experiment¿ with their cycler and observed a fluid leak. The patient was not connected to the cycler at the time of the reported event. A fluid leak was observed in the pump module area and on the exterior of the cycler set cassette. It was reported approximately 5 ml of fluid was observed inside the pump door after fill 2 of 3. The cassette film was inspected and found intact and was not loose. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and a new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, it was confirmed that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler will be returned to the manufacturer for physical evaluation. Additional information was requested however to date has not been provided.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical a visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Patient sensor calibration check passed. Accelerated stress test was performed and passed. No fluid leaks in the test cassette during the accelerated stress test. Encountered grinding motor a. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were visual indications of dried fluid found on the bottom cover during an internal inspection of the cycler. The cause of the observed dried fluid could not be determined. Debris build-up was also found on the motor shaft of pump motor a.in addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient reported conducting an ¿experiment¿ with their cycler and observed a fluid leak. The patient was not connected to the cycler at the time of the reported event. A fluid leak was observed in the pump module area and on the exterior of the cycler set cassette. It was reported approximately 5 ml of fluid was observed inside the pump door after fill 2 of 3. The cassette film was inspected and found intact and was not loose. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and a new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, it was confirmed that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler will be returned to the manufacturer for physical evaluation. Additional information was requested however to date has not been provided.